Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Complete information for section a1 patient identifier is (B)(6).

Event description:
The customer observed falsely depressed sodium results on the alinity c processing module for one patient. The sample was repeated with higher results. The following data was provided: initial results processed on alinity c serial number (B)(6) = sodium = 117.3 repeat results = 135.4, 123.7 repeated on serial number (B)(6) = 136.0 (reported result). Normal range for sodium = 136-145 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The abbott field service representative (fsr) inspected and performed multiple troubleshooting procedures including replacement of worn 1ml syringes (09d41-03) and ict check valves (09d35-03). Part replacement resolved the issue. No additional discrepant result issues have been reported since the parts were replaced. The 1ml syringes (09d41-03) and ict check valves (09d35-03) were determined to be the likely causes of the result issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the alinity c processing module, serial number (B)(6) or the 1ml syringes (09d41-03) and ict check valves (09d35-03) was identified.

Event description:
The customer observed falsely depressed sodium results on the alinity c processing module for one patient. The sample was repeated with higher results. The following data was provided: initial results processed on alinity c serial number (B)(6) = sodium = 117.3 repeat results = 135.4, 123.7 repeated on serial number (B)(6) = 136.0 (reported result). Normal range for sodium = 136-145 mmol/l there was no impact to patient management reported.